Event description:
It was reported that the pump housing surrounding the usb port was damaged and the pump could no longer be charged, resulting in the pump shutting down. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. A correction bolus was delivered to treat the bg. The customer reverted to an alternate method of insulin therapy.